Manufacturer narrative:
(B)(4). Product not returned to manufacturer

Event description:
It was reported that at implant placement, unknown lz tool got stuck inside the implant. The dentist was unable to remove it. Implant was removed and another implant was placed in the same surgery. Tooth location #13.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Without the returned product, there is not enough evidence to form a conclusion on the reported event.. Therefore, the malfunction is non-verifiable. A root cause cannot be determined.

Event description:
No further event information available at the time of this report.